Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22may2023. Investigation summary it was reported the syringe plunger was cracked. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the plunger rod has two damaged ribs. The photo shows a damaged syringe with no packaging blister. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 305864, lot 2089361. The review did not reveal any detected quality issues during the production of the lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd¿ enteral syringe plunger was cracked. The following information was provided by the initial reporter: "cracked syringe plunger, broken loose plastic inside syringe."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ enteral syringe plunger was cracked. The following information was provided by the initial reporter: "cracked syringe plunger, broken loose plastic inside syringe."

Event description:
It was reported that the bd¿ enteral syringe plunger was cracked. The following information was provided by the initial reporter: "cracked syringe plunger, broken loose plastic inside syringe."

Manufacturer narrative:
H6: investigation summary it was reported the syringe plunger was cracked. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a damaged syringe with no packaging blister. No other information could be obtained from the photo. As the lot provided is unknown, a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.